Event description:
Upon removing the catheter following the procedure, the catheter broke off inside the pt. The segment was removed from the ureter during the same procedure. Initial info indicates surgical procedure to remove. Additional info concerning the incident as well as removal has been requested.

Manufacturer narrative:
One used catheter was received in two pieces in a specimen jar. The distal segment measures 17.4cm and the proximal segment measures 54.9cm and the two pieces are mating fractures noting the entire catheter was returned. The separation has the appearance of being caught on an instrument of undetermined origin cutting the catheter.